Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant was unable to report the lot number and upn; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used during an endoscopic retrograde cholangiopancreatogrphy (ercp) procedure performed on an unknown date. According to the complainant, during a subsequent procedure on an unknown date, it was noted using ercp and/or x-ray that the stent had migrated into the patient's gastrointestinal tract. As a result, the patient had an increased bilirubin count. The migrated stent passed naturally. Surgery was performed and/or a new stent was placed to address the increased bilirubin. There were no serious injuries reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.